Event description:
It was reported that the customer had a full blank screen on the insulin pump. Customer was asked to take the battery out for over 10 minutes and look for corrosion. Customer was also asked to clean the battery compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the radio frequency board per our visual inspection. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.